Event description:
The hosp suspected two of their scopes to have caused infection in six pts. The alleged infections did not occur consecutively, but occurred over a four month period. The hosp cultured the scope in question, and it tested positive for the same organism as the pt's bronchial lavage samples (bal). The hosp reported two pts were treated, however only one pt had shows symtpoms of infection. The method of treatment was not disclosed. All pts have reportedly made a full recovery.